Event description:
When removing introducer needle from patient and engaging the safety, the green safety portion came apart from the needle. No injury to patient or staff. Nurse removed the remaining portion of the needle manually.